Manufacturer narrative:
The blue suture from one healicoil sa pk 5.5mm w/2 ub-bl, cbrd bl device was returned for evaluation of the reported complaint mode, ¿suture snapped approx. 4-5 inches from the knot stack¿. Without the anchor or insertion device, no analysis could be performed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacturer of the device can be established. No further investigation is warranted at this time. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure using healicoil sa pk 5.5mm w/2 ub-bl, cbrd bl the suture snapped approximately 4-5 inches from the knot stack upon tensioning down the sliding knot against the tissue. There was a minimal delay encountered. The procedure was completed using a backup device. There were no reported patient injuries or complications.